Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr reviewlot#4128133 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found on the tip of the needle or the surface of the catheter. Please see the attachment for photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the specific states and composition of the flocculent material at the stem cannot be confirmed, the source of the flocculent material cannot be determined, and the plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc foreign matter. On (B)(6), the nurse was preparing to replace the child's indwelling needle, opened a new 24g indwelling needle, found flocculent material visible to the naked eye at the stem, and immediately replaced the indwelling needle. The needle was replaced immediately.